Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient encountered a burning smell from main unit and the device is too hot. There was no report of patient harm or injury. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that iso port had dust-like contamination and tiny hairs/fibers in it. Back of the display had black and brown burn marks on it. The display ribbon cable had a dark burn mark in the center of it. Q4 and its surrounding area was blown and was black charred with some potential white mineral deposit marks, indicating potential water ingress on the pca. Q2 had black charring near it and black burn marks near q3 and c50 on the pca. White potential mineral deposit stains near r129 and c59 on the pca, indicating potential water ingress. Reference CAPA 3376332. The underside of the pca where q4 sits had black burn marks on it. Heater plate had unknown white dust-like contamination on it. Water tank had hairs/fibers in it and unknown white dust-like contamination in it. Iso port tube had a black burn mark on it and was slightly melted. It was the section of the tube that was below q4 of the pca. Dust-like white and black contamination and some potential hairs/fibers at the air inlet of the blower box. Blower motor had dust-like contamination on the top and bottom of it. Blower motor had potential mineral deposit spots on it and inside of it, indicating potential water ingress to the blower box. Slight dust-like contamination in the blower box. Slight dust-like contamination in the bottom enclosure. Pil can confirm the presence of multiple contaminants that are likely from an external source. Pil was not able to confirm the complaint, but pil was able to find burnt parts that could have potentially had a burning odor. Care orchestrator data was not able to be retrieved. The results of this investigation do not impact the calculated risks. The device was scrapped.